Event description:
It was reported that the pt is experiencing sharp pain in his hip joint. Pt is reporting no swelling.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.